Event description:
During service by baxter, the device failed accuracy test. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 17, 2007. Evaluation summary: evaluation was performed and the condition of inaccuracy was confirmed. The infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%. Inspection of the pump revealed defective pumphead, caused by inaccuracy. The pump head module was replaced. The pump was tested for proper operation and pump found to function properly.